Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse on (B)(6) 2005, and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tah/bso; enterocele & amp; rectocele repair; and cystoscopy. It was reported that following insertion the patient experienced pain, erosion, infection, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2005. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.